Event description:
There is no additional event information at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Corrected: initial reporter name and address - the email address initially provided was incorrect and needs to be blank. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: item # 00771101600 femoral stem lot # 62045035. Item # 00801803202 femoral head lot # 62134040. Item # 00631005632 liner elevated rim lot # 62088661. No product was returned; visual and dimensional evaluations could not be performed reported event was confirmed by review of operations notes. Initial op note dated (B)(6) 2012 demonstrated that the patient had left hip tha due to severe arthritis. Cup was implanted with approximately 40 of abduction and 15 to 20 degrees of anteversion. Hip was reduced and found stable. Revision op note dated (B)(6) 2017 demonstrated that the patient was revised due to adverse tissue reaction, pain and elevated metal ion levels. During the revision, corrosion was noted around the trunnion. The locking ring of the 56mm zimmer trabecular metal shell was found to be seized with soft tissue in the locking ring track. The locking ring was opened after the soft tissue was debrided. The cup was well-fixed. Locking ring was found to be intact. New head and liner were implanted, and the hip was reduced and found stable. Device history record (DHR) was reviewed and no discrepancies were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2019-00447, 0001822565 -2019 -01552-1.

Event description:
It was reported a patient underwent left hip arthroplasty. Subsequently, approximately 5 years post op the patient underwent a revision procedure due to pain, elevated metal ion levels, and taper corrosion. Additional information was requested however, none was available.